Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an imp lantable neurostimulator (ins). It was reported that the patient did not charge their ins for a year due to medical reasons and the ins became overdischarged for the first time. It was unknown the exact date of when the ins became overdischarged. The lead fractured after a fall and was faulty. The impedance measurements were greater than 10,000 ohms. There were no patient symptoms. A trickle charge was performed on the ins and the battery recovered the normal functionality. The following was the patient¿s diary: tuesday (B)(6) 2019. I left the pain clinic with the battery still charging. I continued to charge the battery until it was fully charged that was about 7pm. Wednesday (B)(6) 2019. Checked charge in the implanted battery at 6am with patient programmer, charge was at 25%. Portable charger also said implanted battery was at 25%. Started changing at 6:10am. By 6:25am change was at 50%. Fully charged at8:10am. At 5:30pm battery was at 50%. Started to charge the battery at 5:30pm because the battery would probably be completely discharged by the morning. Battery fully charged by 7pm. Thursday (B)(6) 2019. Checked charge in implanted battery, charge at 6am was at 75%. Checked charge in implanted battery at 6:30pm was at 50% - friday (B)(6) 2019. Checked charge in implanted battery at 6am, charge was at 25%. Started to change implanted battery at 6:29am. Fully charged at 7:10am - saturday (B)(6) 2019. Checked charge in implanted battery at 6:50pm, charge at 25%. Started charge at 6:55pm. Fully charged at 8:20pm - sunday (B)(6) 2019. Checked charge in implanted battery at 6:00pm, charge at 50%. Started charge at 6:05pm. Fully charged at 7:45pm. Monday (B)(6) 2019. Checked charge in implanted battery at 5:30pm charge at 75%. Tuesday (B)(6) 2019. Checked charge in implanted battery at 5:45pm charge at 50%. Started charge at 5:50pm. Fully charged at 7:00pm the ins was faulty and discharging from 100% to 25% over a period of hours. The patient was told to keep charging everyday and then visit with the clinic. The patient felt it wasn¿t worth continuing with it and was better to have a full new system. The patient was highly anxious all the time, so they wanted a battery that has full capacity. The entire device system was explanted. The event was resolved. No further complications were reported or anticipated.